Event description:
According to the reporter; during an esophagectomy procedure, after the doctor fired the device to anastomose the esophagus and gastric tube, the doctor remove the device from the tissue much difficulty. He found one hole near the part of anastomosis. The doctor sutured to complete the surgery. There was no issue with the patient after the case. There was no patient injury, medical intervention, or extension of surgical time by 30min or more. Current patient status is stable.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade and cross cutting staple line marks were observed along the cutline impression in the cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.